Manufacturer narrative:
To date neither product, imaging, nor data logs have yet been returned for analysis, as it is reported that the patient is still under support of this impella lp5.0. A supplemental medwatch will be filed if the product and console logs are received and when investigation is completed.

Event description:
On (B)(6) 2018 an impella lp5.0 was placed in a (B)(6) male patient. The patient was successfully supported for 8 days when the clinician found a sub-dermal hematoma located at the pump's right axillary insertion site. The patient was administered 4 units of red blood cells in response to an undisclosed amount of blood loss. There was no other intervention required for the hematoma, and no other issues reported with this device. The patient is still being successfully supported by this impella lp5.0.

Manufacturer narrative:
The impella lp5.0, purge cassette and white cable were returned to the manufacturer for evaluation. During the inspection of the device blood was found around the cap of the repositioning sheath. The repositioning unit was cleaned and inspected for damages. No damages were observed to the distal tip of the sheath, although after cleaning damages and scratches were observed to the body of the repositioning unit sheath. The repositioning unit was tested for a leak in the leak test fixture. The tubing was filled with water and pressurized with the delta cal pressure transducer. The end of the end of the tube was fitted around the over molded region of the butterfly. The pump was tested at 120 mmhg and 180 mmhg. Leak was checked with the sheath laying stationary in the fixture, with the butterfly bent to the side, and with the catheter bent to the side. No leaks were recorded in any configuration at either pressure. A review of the device history record did not identify any issues with the device during manufacture, inspection or testing. There have been other complaints associated with repositioning sheath units from this lot. In summary, the clinical account described heavy bleeding from the side of the repositioning unit was confirmed by the returned device, as blood was present around the hub at the juncture with the butterfly. Integrin, a blood thinner that prevents clotting, was administered to the patient. The patient's act was noted to be extremely high. The heparin usage is unknown. The impella lp5.0 instructions for use (IFU) recommends heparin usage in the purge solution, as the impella lp5.0 has not been tested with other anticoagulants such as integrin. The IFU also recommends that act be maintained at 160 to 180 seconds after implant of the device. The returned device was cleaned and scratches and damages were found along the body of the wound closure of the repositioning unit, but none that extended past the surface level. The leak was not reproduced in leak testing. The root cause of the access site bleeding was most likely improper coagulation related to the use of integrin and the high resulting act.

Manufacturer narrative:
This supplemental medwatch report is being submitted to correct supplemental medwatch report -01 which was submitted with erroneous evaluation results. This device was not returned to the manufacturer for evaluation as reported on supplement 01, as it was discarded by the user subsequent to use. The impella 5.0 was not returned for evaluation; therefore, the root cause of the access site bleeding was unable to be determined. Review the device history record found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with with pumps from this lot. Review the device history record found no manufacturing issues or reworks associated with this pump. There are no other complaints with this failure mode associated with pumps from this lot.